Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/31/2018

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of maude event report mw5078509.

Event description:
It was reported that the patient underwent a bilateral hernia repair procedure on (B)(6) 2015 and the mesh was implanted. It was also reported that due to the mesh, the patient experienced continued nerve damage and chronic pain, numbness, pins and needles sensation along with female loss of sensation, and constant pulling in groin. No further information is available.